Event description:
Dr performed a breast lumpectomy in 2004 using the visica device for cryo-assisted localization. The pt was further treated with radiation therapy using the mammosite balloon catheter. When seen for acute surgical follow up the following month and again on 14 days later no complications were reported. Dr reported 5 months later after examining the pt 4 months ago that they developed a "deplayed infectious response related to placement of mammosite catheter for radiation treatments. Blush appearance to breast after 1 week post catheter placement." The pt was placed on kelfex (500 mg) for 2 weeks, and then on levaquin. Three months later when the pt was last seen, they had no signs of infection and had mild lymphedema of left breast and left arm. Dr stated that there were no complications related to the surgery or cryo-assisted localization procedure.